Manufacturer narrative:
Product analysis #(B)(4): post market vigilance (pmv) received one gia 80-3.8 single use reloadable stapler opened by the account with the appropriate packaging in an undamaged condition. The product will expire on 2021-05. Visual inspection of the returned product noted the jaws were received opened, with the firing knob fully retracted and attached to the handle. No gap between the anvil nose and anvil. No damage to the anvil. Plastic housing was properly attached. One sulu was received. The sulu interlock was engaged in interlock. The sulu was partially fired at the 7.5mm cut line. Microscopic inspection displayed no damage to the knife blade. Functionally, the stapler opened and closed properly; the sulu loaded and unloaded properly. The firing knob advances and retracts without difficulty. The staples were fully formed when fired. The knife blade cut completely and cleanly. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the lever was unable to squeezed.